Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. After urelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.